Event description:
Over the last 10 mos the hosp's risk mgmt dept has received several reports involving the "air in blood" alarm failures in cobe c3 dialysis units. In each case the uabd transducer did not detect air in the blood. One pump in particular had repeated incidents, despite the uabd sensor assembly being replaced.